Event description:
This event was reported as subacute bacterial endocarditis, (source unknown), however surgeon says 'related to mitral valve repair surgery 2 months before'. No further info was provided.